Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an excision of the upper lobe on (B)(6) 2014 and suture was used on the subdermal tissue. During use, the needle pulled off of the suture too easily. There was no adverse consequence to the patient.